Manufacturer narrative:
Electrical and mechanical testing exhibited normal device characteristics. The noise test did not reveal any anomalies and visual inspection found the device to have no damages. The results of the investigation concluded the analysis of the device was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Oversensing, inhibition of ventricular pacing, and increased pacing thresholds due to ventricular noise reversion episodes were found during follow-up. The right ventricular lead was capped and the device was explanted and both were replaced. The patient is in stable condition. Related manufacturer report number: 2017865-2017-01695.